Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, the first generator used displayed error code 275 during priming. Then, another generator was requested, but the second generator displayed error code 480. As neither generator worked, the procedure was cancelled. It was noted that the patient was under general anesthesia. There were no patient complications reported. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia. This complaint is for the second defective generator.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, the first generator used displayed error code 275 during priming. Then, another generator was requested, but the second generator displayed error code 480. As neither generator worked, the procedure was cancelled. It was noted that the patient was under general anesthesia. There were no patient complications reported. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia. This complaint is for the second defective generator.